Event description:
While a pt was self-propelling his standard wheelchair, he noticed his right wheel begin to wobble. Pt was travelling on level surface in a hallway. He was able to grab a railing to hold himself up. The wheel began to slip off the axle. He held onto it with his arm. He called for help and staff was able to transfer him into another chair without injury. After the transfer, the right wheel fell off the axle. Later, three other wheelchairs were noted to have unusual noises coming from their axle area. The chairs are two standard and one wide. They were removed from service.